Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized 2 weeks ago for high blood glucose levels. Customer's blood glucose level was 86 mg/dl at the time of the incident. Customer stated that there was a 911 call for their high blood glucose levels. Customer treated for their high blood glucose levels. Customer was wearing the pump at the time of the 911 call. Customer's nurse thinks the pump is functioning. Customer understands polish but there are only two options for language on the pump. Customer reported that she had a bent cannula on the day of the hospitalization. Nurse did not want to troubleshoot further. Customer will continue to use injections to control her blood sugar. No further assistance needed.